Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) questioned the advisories for this device. The patient discussed that they could not afford to have regular device checks. The device was later explanted and returned for analysis. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.